Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the side of the cartridge leaked after loading the cartridge onto the pump. Reportedly, the issue occurred with multiple cartridges. Blood glucose level was not impacted and new cartridges were loaded to address the issue.